Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw375 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to unexpected outcomes of blurry vision and replaced with a dfw225 8.5 iol. There was no product quality issue that contributed to iol explant decision. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-lens exchange was reported as visual acuity (va) 20/20 distance and 20/20 near. Iol is not available for return. No further information is available.